Event description:
It was reported that the velys unit could not read the pointer in the array kit when trying to calibrate the saw blade prior to the case. A new kit was opened and that pointer worked fine.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information received, ¿it was reported that the velys unit could not read the pointer in the array kit when were trying to calibrate the saw blade prior to case and opened a new kit, and that pointer was fine¿. The velys array set knee (lot. Mk277849) returned to medtech orthopaedics for evaluation. The medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis revealed that none of the five arrays showed signs of any damage or had any presence of foreign debris. This includes the bodies (plastic) and inserts (metal). Looking closer at the registration divots on the saw handpiece (sh) array (under 40x magnification), raised protrusions were found near the transition between the flat and the divot. These protrusions were found only on one of the two divots. The four arrays (femur, tibia, sh and device) that are physically connected to the system during use, attached fully, securely, and without any relative movement in the connection. The pointer array only connects into the system via temporary touch contact; the ball of this array is set into the registration divot of the sh array. In an attempt to replicate the reported saw registration error event (without the original velys robotic system), the returned array set (as part of the complaint) was assembled with the production-equivalent velys robotics system to perform setup and initialization of the saw per ifu0902-60-022 rev m user guide - software. This procedure was followed through the step of sh registration. No system errors were generated, and the system (camera) was able to see all five arrays. The raised protrusions that were found near the transition between the flat and the divot on the sh array are in a location that could be contacted by the ball on the pointer array during use. The radius of the point ball is 1.50mm (same as the gauge ball from sh divot definition shown below, from drawing (B)(4) velys pim saw array); this is how the ball on the pointer array contacts the divot on the sh array during registration. See image below. The apparent defect on this array could throw off the registration distance by whatever the size of the defect is and cause a registration error. Although protrusions were found inside the divot, the reported registration error could not be confirmed or recreated using the production equivalent saw; the saw array was able to be recognized to complete the setup of the saw calibration. A manufacturing record evaluation was performed for the finished device [prod. Code: 451570011 / lot. Mk277849] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing record evaluation was performed for the finished device [prod. Code: 451570011 / lot. Mk277849] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. Device history review : a manufacturing record evaluation was performed for the finished device [prod. Code: 451570011 / lot. Mk277849] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. H11 additional narrative: corrected: h3.